Event description:
"String broke on tampon - vagina [foreign body in reproductive tract]. Used the radiant duo pack and my string broke [device breakage]." Case description: consumer reported via e-mail that she used the tampon and the string broke. No serious injury reported.

Manufacturer narrative:
There is insufficient information to perform a product investigation.